Event description:
It was reported to resmed that a system fault was observed on an astral device. Per the reporter, the pt got up while still connected to the device and spilled water into the ventilator. She then turned off the device and when she turned it back on, it now shows system fault 75. MFR #: 3004604967-2014-00040.